Manufacturer narrative:
Reference MFR report # 2916596-2016-01148 for the report of thrombus. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic stroke. On (B)(6) 2016, the patient was admitted and treated for device thrombosis, previously reported within manufacturer report # 2916596-2016-01148. Treatment included the administration of tissue plasminogen activator (tpa). Due to the patient developing major hematuria, the tpa was discontinued and a low dose heparin was started. On (B)(6) 2016, the cva occurred. The patient presented with a headache. Initially, the stroke was embolic and converted to hemorrhagic. The patient was still on the low dose heparin at the time. In response to the hemorrhagic stroke, the patient's anticoagulation was turned down. The cause of the stroke was reported to be device therapy related as the patient originally presented with thrombus, then the cva occurred, which then converted to hemorrhagic cva.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined as the device was not returned for evaluation. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.